Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the physician attempted to implant a left ventricular pacemaker lead. The lead exhibited high pacing impedance when tested on a pacing system analyzer (psa) and pacing from the lead was not possible. The physician suspected that the lead may be damaged and a different lead was then used to complete the procedure. There were no adverse consequences to the patient.